Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4). Implanted: (B)(6) 2017. Product type: lead, product ID: 977a260, serial# (B)(4). Implanted: (B)(6) 2017-06-12 explanted: product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-may-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 05-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported more than usual right sided pain for the last few months. Upon interrogation, the entire right epidural lead was out. All impedances measured as red with impedance values greater than 10,000 ohms on all electrodes and not usable. The manufacturer representative was able to reprogram the patient fine using only the left epidural lead which is the working lead. Additionally, the patient noted that he has a lot of weight (150+ pounds) in the last couple of years and has bumped the incision site a time or two and now has pain in that area. The managing physician sent the patient to get plain films on (B)(6) 2021. As of (B)(6) 2021, the results were not yet known. The patient and health care professional want to upgrade the implantable neurostimulator to the newest implantable neurostimulator when the lead revision is scheduled. A surgical intervention has been planned, but has not yet been scheduled.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, explanted: product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the physician didn¿t see any fractures under x-ray or any suspect. The patient was scheduled for a lead revision on (B)(6) and the physician wanted to upgrade the implant while there regardless of what he finds.